Event description:
During service of the unit a motor stall with low pressure alarm was found. Correctly reseated p6 in j6 on the motor borad to correct the failure mode. The failure mode was caused by work done in the field.